Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate and intermittent occlusion alarms occurred. The pump supplies were changed to address the issue and insulin delivery was resumed. In addition, it was reported that the customer experienced low blood glucose (bg) level of 42 mg/dl; cause was not known. Customer required assistance addressing bg level with juice and candy.